Event description:
It was reported that the blood glucose levels are high. Customer was sweaty. Customer stated that she over did it with the manual injections. The blood glucose reading is 401 mg/dl. Customer treated with the insulin pump. Customer may have ketones. During troubleshooting, time and date are correct. Programming is correct. There is a crack located at the battery compartment. Customer also stated that the dome sticker is missing and underneath is a small hole. Customer is a brittle diabetic. The blood glucose reading decreased to 259 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during prime test due to moisture damage on the force sensor resistor, corroded motor home switch was noted during our visual inspection and had intermittent button response noted during our testing due to corroded keypad traces. Unable to complete functional test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, a21 error test and displacement test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.